Event description:
A report was received that the patient underwent an explant due to an infection at midline incision. The patient was experiencing high fever and pus was coming out of the incision. The patient was given IV vancomycin for the infection. The physician believes that midline incision opened slightly after initial implant surgery which allowed for the infection to occur. The patient's infection has cleared and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4). Description: precision implantable pulse generator (ipg) explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.